Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the transfer probes, sample probes, dispenser units, fan and syringe drives which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of zero (0) and negative patient results generated for multiple chemistries on their au681-10e, chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided. The customer provided patient data for review.